Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented atrial and ventricular arrhythmia episodes. Technical services (ts) was consulted, and it was found that anti-tachycardia pacing (atp) and seven inappropriate shocks were delivered due to atrial arrhythmia with rapid ventricular response (rvr). Rhythm was not converted after the therapy provided. The results were discussed with the physician. This ICD remains in service. No additional adverse patient effects were reported.